Manufacturer narrative:
(B)(4). The customer returned one unit mad100 mad nasal with 3 ml syringe for investigation. The returned sample was visually examined with and without magnification. Visual examination of the returned device revealed that there was a hole in the package. Adhesive residue was on the package where the hole was. It appears that some adhesive (most likely tape or a sticker) was placed on the package and once it was removed, it caused a hole to tear open in the package. The manufacturing site was consulted and it was confirmed that no adhesive is placed on the package during manufacturing/packaging. Teleflex will continue to monitor and trend on this reported issue. Other remarks: n/a. Corrected data: n/a.

Event description:
It was reported that "open primary packaging. This was noted on 1 device." This occurred during inventory inspection. No patient involvement.

Manufacturer narrative:
Qn# (B)(4).

Event description:
It was reported that "open primary packaging. This was noted on 1 device." This occurred during inventory inspection. No patient involvement.